Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided. Therefore, the investigation is inconclusive for the reported issues. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the current labeling for this product, the potential issue was found to be addressed. The instructions for use states: "if unusual resistance is met during covered stent system introduction, the system should be removed and another covered stent system should be used." Potential factors are found to be addressed as the instructions for use states: "using standard endovascular access techniques and fluoroscopy, access the target vessel from a site that permits the straightest possible path to the target lesion and advance an 0.035 inch (0.89 mm) guidewire across the target lesion. Pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated. Examine the packaging and delivery system to determine whether there is any damage or whether the sterile barrier has been compromised. Do not use the device if any of these conditions are observed. Flush the delivery system through the luer port at the proximal end of the handle with sterile saline until the saline drops from the tip of the system." The reported use of the device during treatment of an abdominal aortic aneurysm represents an off label use of the device. Based on the instructions for use the covera vascular covered stent is indicated for the treatment of stenoses in the upper extremity venous outflow of patients dialyzing with an arterio-venous (av) access graft or fistula. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during stent deployment through upper arm for the treatment of abdominal aortic aneurism, the device allegedly failed to advance. It was further reported that the user had difficulty in advancing the stent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 02/2022). The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified.

Event description:
It was reported that during stent deployment through upper arm for the treatment of abdominal aortic aneurism, the device allegedly difficult to advance. It was further reported that the user had difficulty in advancing the stent. The procedure was completed using another device. There was no reported patient injury.